Event description:
Related manufacturing reference number: 2017865-2023-41049. Related manufacturing reference number: 2017865-2023-41051. It was reported that the patient presented remotely via merlin.net. It was noted that the right atrial (ra) lead was over-sensing noise causing inappropriate automatic mode switch episodes, and the left ventricular (lv) lead had high capture thresholds. The patient was asymptomatic. Additionally, during the procedure it was noted that the right ventricular (rv) lead had insulation damage. The ra, lv, and rv leads were explanted and replaced successfully. The patient was stable throughout the procedure.